Event description:
Event description guidant received information that the daily lead impedance test measurement has been intermittently greater than 125 ohms; at other times was noted to be around 40 on this defibrillation lead and implantable cardioverter defibrillator (ICD).,